Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. Us complainant reported the patient was supported by an impella 5.5 and upon attempted removal of the device it was stuck. The device was stuck at the aorta-innominate take-off. The physician had to open the arteriotomy and circulatory arrest to remove the impella. Patient is stable post explant.

Manufacturer narrative:
The investigation for the reported removal issues has been completed. Pump was not returned for investigation. Clinical information mentioned that patient had difficult tortuous vasculature and was difficult to pass the pump. Therefore, the root cause of the removal issue was patient condition related to small and disease vessels. Corrections to the initial MFR report: added d6ad/d6b. F6/f8 should have been left blank.